Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7093476.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensation at a non-target area. The patient underwent revision procedure wherein the spinal cord stimulation (scs) lead was repositioned. Nothing was added or removed. The patient was doing well postoperatively.